Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and the patient developed dizziness. The details of the patient's required medical intervention are unknown. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of sound abatement foam degradation. The device passed all final testing. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
The sections b1, b2, d4, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. ( in the previous MDR both adverse event and product problem was checked.) Section b2 was corrected to blank. ( previously, it was other serious or important medical events.) Section d4 primary unique device identifier (UDI) was corrected. Section h1 was changed from serious injury to malfunction section h6 health effects - impact code was corrected.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and the patient developed dizziness. The details of the patient's required medical intervention are unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.